Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter had a display issue and would not power on. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that early afternoon on (B)(6) 2025, she attempted to test her blood glucose with the subject meter, the backlight came on, but nothing appeared on the screen. The patient stated that she replaced the batteries, but the meter would not power on. The patient manages her diabetes with lantus insulin (once daily in the afternoon) and humalog insulin (depending on blood glucose levels). The patient reported that due to the meter issues, she could not test her blood glucose and stopped taking her insulin on the morning of (B)(6) 2025. The patient reported that on the afternoon of (B)(6) 2025, at around 4:00 pm, she ¿passed out¿ and woke up at around 9:00 pm with symptoms of ¿fingertips were numb, her toe, mouth and lips were freezing like she had paralyzed, passed out again, hit her head, heart was racing, body was shivering, felt tired and thirsty¿. The patient indicated that she asked her roommate for help and that at around 9:30 pm she drank juice and ate candy as treatment for the symptoms. The patient denied using any other device to test her blood glucose. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The cca noted the meter would not power on manually when the power button was pressed or when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issues began.